Event description:
The pt had a neurostimulator implanted for pain in the bottom of her feet. The health care professional (hcp) noted that there was a spinal leak but it was not clear if this was addressed during surgery. The pt did not have any feeling in her legs after leaving the hosp. A CT scan indicated that the pt had a hematoma at the lead site. The pt had surgery four days after implant to remove the hematoma and to have a stabilizing device implanted to keep the lead in place. The pt still had no feeling in her legs after surgery had a severe headache, possibly due to a cerebrospinal fluid leak. Add'l info indicated that the pt was doing better and was regaining feeling in her legs. She had no neurological pain in her feet. The hcp asked that the device be turned off until the pt fully recovered. There was no evidence of the device malfunction. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).